Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the scope leak check and forceps passage had a leaking bx channel, the distal end plastic cover had a deep dent, the insertion tube had excessive buckles, the angulation was low and had excessive buckles near the bending section, and the scope connector had a dented gold pin and plug unit and the advanced diagnostics were dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had no water flow through the auxiliary water channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: the air/water channel was clogged due to foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak failure in the forceps channel, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.